Manufacturer narrative:
Visual inspection found that no scratch nor damage that might prevent from using the battery was found. When the battery was connected to a v60 ventilator (s/n: (B)(4)), battery failed alarm occurred. The diagnostic event log of the main v60 unit was checked and error code 1124 (cbit battery failed) was detected. The battery will be disposed of at the international warehouse, it won't be returned to the domestic v60 vent manufacturing.

Event description:
The manufacturer's international warehouse facility reported that during inspection and testing of a v60 vent battery, the battery failed. There was no patient involvement.